Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products- additional product: part: 00625006540 name: trilogy bone screw 6.5x40 lot: 62460751. Multiple MDR reports were filed for this event. Please see the additional medwatch: 0001822565-2017-07451. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).. UDI number: (B)(4). Concomitant medical products- part: 00885101132 name: neutral liner 32 mm i.d. Size jj for use with 54 mm o.d. Size jj shell lot: 63028953. Part: 65771100900 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset lot: 62715035. Part: 00801803202 name: femoral head sterile product do not resterilize 12/14 taper lot: 63283897. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated products:0001822565-2017-03328, 0001822565-2017-03329, 0002648920-2017-00306.

Event description:
It was reported that a patient was revised due to infection approximately 1 year post initial implantation. All of the components were explanted and revised the patient to a girdlestone procedure. It was noted that there was a broken screw and the cup position had spun to a more horizontal position. The wound was to be debrided again and an antibiotic spacer was planned.